Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated.? A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). After further investigation, there is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "broken connector by the battery" was not confirmed or reproduced during product evaluation. The root cause was not identified. Therefore, no assignable cause could be provided for this condition and no repair was necessary. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "broken connector by the battery ". This condition had the potential to interrupt delivery. This condition was found in the biomed service department. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.